Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus and basal. The blood glucose at the time of the incident was 163 mg/dl. The customer stated she was also experiencing resistance when pushing the plunger and insulin would not go through the tubing. During troubleshooting, insulin did not exit the tubing after disconnecting and reconnecting the infusion set and reservoir. The customer wanted to change the infusion set first, but troubleshooting was discontinued because it was found that she was using expired reservoirs. Replacement reservoirs were sent. The product will not be returned for analysis.